Event description:
Boston scientific crm received information that during a follow-up visit, a tachycardia episode was noted with noise on this right ventricular lead. Several episodes of pacing inhibition were noted as well and one episode was greater than two seconds. The r wave amplitude measurement was low, however the impedance measurement was stable. Technical service was contacted and suggested following the patient more frequently. The representative stated that this was likely normal behavior due to the sensitivity settings. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.